Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were not able to connect with their implant. Agent walked patient through how to connect the external devices to the implant but the patient was seeing every time the message "device is not responding". Patient opened the correct application, confirmed the communicator was not charging, connected both devices and repositioned the communicator multiple times around the incision in the correct position. However, the connection was not successful. Patient mentioned not being able to feel the implant with their fingers to place the communicator directly there. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they have a follow up appointment with healthcare provider on the 29th, patient will carry the devices and check implant connection. Patient will call back for any technical or device questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.